Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was capped and replaced due to loss of capture. The patient was in stable condition post-procedure.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that increased pacing lead impedance was also observed. Externalized conductors were noted via fluoroscopy.